Event description:
The pt underwent a sling procedure. A cystoscopy was performed on the left side. At 2 days post operative, fecal matter was noted at the right trocar site. An exploratory laparotomy was performed and it was found that the tape was in the small bowel. The tape was removed and the bowel was repaired. The pt is still experiencing urinary incontinence.